Event description:
Reporter alleged there was no information on the test strip vial. It was reported the information was smeared off however customer stated there has never been anything used to clean the vial. No actions or treatment was reported as a result. A request was made for the return of the suspect product and replacement product was sent.